Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08720 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had minor scratched display window, cracked display window, cracked case at display window corner, broken battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. No broken off or missing reservoir tube lip noted. Device also had adhesive on the pump case.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in this report. (B)(4).

Event description:
It was reported that the customer was hospitalized due to the hyperglycemia and lung infections on (B)(6) 2019 and insulin pump had some damage at reservoir lip ring. Blood glucose level of the customer when admitted to the hospital was 500 and up to 600 mg/dl. The customer was not able to breath had 4 infections in the lungs, 2 viral, 1 bacterial. The customer was treated with intravenous drip and fluids for hyperglycemia and had to clean her lungs out due to lungs infections. The customer was assisted with the troubleshooting for damage happened to the insulin pump. It was stated that the reservoir was not able to lock in its place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that customer were hospitalized due to high blood glucose on unknown with blood glucose of unknown. Customer stated that for few months they had high blood glucose. Customer declined troubleshooting. The insulin pump will not be returned for analysis.